Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the part of patient's phlegm scabs fell off and sputum scab (blood clots) blocked the trachea. Immediately after anesthesia doctors found in sputum aspirator attract scabs, endotracheal intubation was re-fixed, the intraoperative patient breathing channel was established and the operation was completed. There was no patient injury.